Event description:
Intermittent sounds with ci in late (B)(6) 2026. Ap replacement, pressure bandaging tried - no improvement. Re-implantation was done on (B)(6) 2026.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.